Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger showed "change the antenna position." Charging does not start even after the antenna position is adjusted, and the recharger charging screen is not displayed. The issue has been experienced since the day before yesterday, and it was unable to charge the device. The green light on the ac adapter is lit, and the root of the cord at the insertion hole in the recharger seems to have wobbling loosened. The replacement ac adapter received from the representative was connected to the triangular mark on the recharger main unit and when it was removed once, only the metal part remained on the recharger main unit, so it could not be charged. The recharger was also replaced and the coupling issue was resolved.